Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. The device was evaluated by a zoll field service technician at the customer's facility. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device is operating as intended and was returned to service. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.